Manufacturer narrative:
(B)(4).

Event description:
The nurse also noted that prior to surgery the patient's tremor was under control, but he had significant dysarthria, was a little slow to respond to questions, and was very lethargic.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v645331, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v645331, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was removed because it was at end of service (eos) with 2.39 volts. The ins also displayed a short at contacts 8 and 9, which was not noted until the time of replacement. The specific measurement was 35 ohms. Three days later it was reported that the short contacts were not used in therapy programming.